Event description:
It was reported that during an unknown procedure, after the device was fired twenty times, no clips came out of the device. On the twenty first firing, five clips fell out, then ten clips came out and the device jammed. The case was completed with a like device. There was no patient consequence.